Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Device was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump has a scratch on the left bottom side of the screen. Customer stated damage occurred last summer. Blood glucose value at the time is unknown. She also reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus and the buttons were not responding. The customer changed the battery but the issue persists. Blood glucose value prior to the event was 209 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.